Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported the patient is receiving inappropriate and painful stimulation. In addition, the patient reported feeling a heating sensation at her ipg site during and after recharging. The patient noted the skin over her ipg is red after recharging. The patient is working closely with her physician to determine the next course of action.